Event description:
Pt enrolled in the trial: eccenteric calcified, very tortuous mid to upper internal carotid. First stent was placed in the area of stenosis as it was being deployed, it moved to just below the area of stricture. A second stent was placed overlapping to give a good result.